Event description:
It was reported that the reader was very hot which might be a hazard to the patient. Troubleshooting steps were followed. The reader is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.